Event description:
It was reported that during an unk procedure, the surgeon was not able to reopen the device. There was no pt consequences reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.